Event description:
Per the clinic, the patient experienced a hematoma at the magnet site and a magnet dislodgement during an mris (1.5 tesla). The patient's head was wrapped as an approved indication in europe. Surgery to replace the magnet has been completed on an unknown date.